Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300mg/dl and a manual injection was administered to address the bg level. The customer changed all of their pump supplies and received another occlusion alarm later in the day. The customer was unable to troubleshoot during the call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.